Event description:
Boston scientific received information that during a routine device changeout, this right atrial (ra) lead was also surgically abandoned and replaced with a new lead. Additional information indicated that the physician decided to replace this lead due to high out of range pace lead impedance measurements greater than 2,000 ohms along with no capture at maximum outputs. Additional information indicated that the cause of the observation was not conclusively identified and all connections were good. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.